Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged keypad. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected and functionally tested. During visual inspection a keypad was found to be damaged; the cause was undetermined. To correct the condition, the keypad panel membrane was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.